Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were slightly relaxed indicating that positive pressure was applied to the balloon. Crimp stent markings were evident on the balloon walls but not very prominent. The markings indicate that the stent was crimped on the balloon prior to stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the mid-shaft was partially broken 340mm proximal to the distal edge of device tip; the partial break did not cause the device to separate but was the mid-shaft was held together on one side. The mid-shaft also appeared to be bent at the partial break site. This type of damage noted is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the stent was deployed to the target location and after removal, the shaft broke.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the shaft broke. No patient complications were reported.